Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: multiple "power on resets / reboot conditions" observed in black box on (B)(6) 2013. The battery compartment crack observed below grip pad. No evidence of moisture contamination inside battery compartment or on underside of battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. There was no evidence of moisture contamination found inside of pump. The display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.